Event description:
It was reported that pump experienced malfunction alarm with code displayed and caller confirmed no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset device without malfunction recurring, was advised to continue using pump and to call back if malfunction returned, and confirmed understanding of guidance.